Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years and four months post implant of this bioprosthetic valve implanted in the pulmonary position in a pediatric patient, a transcatheter pulmonary valve (tpv) was implanted valve-in-valve. The reason for the intervention was mild to moderate regurgitation and severe stenosis. No additional adverse patient effects were reported.